Event description:
It was reported that there was telemetry issues. It was noted that an implantable neurostimulator (ins). It was noted that an ins overdischarge was suspected. It was noted that the last successful recharging sessions was 1-2 months ago. It was further noted that the patient last felt stimulation 1-2 months ago. It was noted that the patient had been having issues recharging for about 30 days and hadn¿t charged for about 30 days. It was noted that the patient last felt stimulation about 30 days prior to report. Additional information received reported that the patient met with the manufacturing representative on the day of report and was supposed to call him back when she got to four zeros. It was noted that indicated the physician mode recharge (pmr) was complete. It was noted that the device had not been working for the last 1-2 months and stated after they recharged and put pad to where ins was it wouldn¿t work. It was noted that an ins overdischarge was suspected. It was noted that the reason for not charging was that it wouldn¿t charge and they had problems with it, so they had to wait until they could get an appointment with the health care professional (hcp). Additional information received reported that the patient was instructed to perform a pmr and that the device was inoperable at the completion of the pmr.

Event description:
Follow up information reported that the patient¿s rechargeable model ins was replaced on (B)(6) 2013 with a non-rechargeable model. It was noted was reported that the patient was now getting good therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).